Event description:
T was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.